Event description:
It was reported that the patient's drg system was explanted on an unknown date in 2019 due to ineffective therapy.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, serial: (B)(4), UDI: (B)(4), batch: 6820291; common device name: slim tip lead, model: mn10450-50a, serial: (B)(4), UDI: (B)(4), batch: 6225099; common device name: slim tip lead, model: mn10450-50a, serial: (B)(4), UDI: (B)(4), batch: 6820291. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.